Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using both ademlog and fiasp insulin within the pump supplies. Tandem technical support informed the customer that ademlog and fiasp is off label per the tandem user guide. The customer's blood glucose (bg) was 700 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer addressed the elevated bg with a correction injection of manual insulin therapy. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no reported permanent damage. Customer was released from the hospital on (B)(6) 2022. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.